Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 50 mg/dl 43 mg/dl at time of incident. Customer treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer declined low blood glucose troubleshooting. Customer stated that the last three or four sensor had died and change. The insulin pump will not be returned for analysis.